Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was returned in good visual and with a reload loaded on the device. The reload was received partially fired, unlocked and was noted to have the knife inside the reload right wedge band slot, this is consistent with an improper loading technique. If the reloading instructions are not followed, and the reload is loaded improperly into the channel of the device, the reload and device could become damaged. As the instructions for use state: "insert the new reload by sliding it against the bottom of the reload jaw until it stops in the reload alignment slot. Snap the reload securely in place." No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left wedge band was found bent. The damage to the wedge band is consistent with an improper loading technique. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, on the fourth reload, the device did not work. They changed to another device and it did not work at first firing. There was no consequence to the patient.